Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. On (B)(6) 2020, leakage was found from connection between the oversleeve(distal segment of the catheter connector) and the catheter and connection between the proximal segment of the catheter connector and the oversleeve. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the connection was confirmed. One groshong 4fr single-lumen PICC was returned for investigation. The returned sample resembled the item in the photograph that was provided for investigation. The two-piece connector was received separate from the catheter tubing. No portion of the catheter tubing was observed within the strain relief oversleeve. The connector was received assembled. The catheter revealed evidence of use. A microscopic examination of the catheter revealed a line of residue near the proximal end of the tubing, which indicates that the catheter was not fully seated over the metal cannula during use. The line created by the residue indicates that less than one-quarter of the metal cannula was covered by the catheter. This may have been a contributing factor in the reported leak. After advancing the oversleeve over the catheter, the instructions for use (IFU) state, ¿gently advance the catheter onto the connector blunt until it butts up against the colored plastic body. The catheter should lie flat on the blunt without any kinks.¿ no damage associated with the manufacturing process was noted on the sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2020. On (B)(6) 2020, leakage was found from connection between the oversleeve (distal segment of the catheter connector) and the catheter and connection between the proximal segment of the catheter connector and the oversleeve. There was no reported patient injury.